Manufacturer narrative:
The complaint received states that during an interventional procedure the palmaz blue stent on slalom sds had resistance/friction, accordioned and cracked in the patient. There are no patient demographics available. The information received indicated that during a celiac stenting procedure, the stent delivery system got caught and buckled on the sheath (brite tip 45 0r 55cm csi). The device struggled all the way through the sheath and had almost got to the end before withdrawing. It was removed from the sheath with resistance. When the product was removed it had accordioned and cracked. A savvy balloon was used pre and post stent getting stuck with no problems, a second palmaz blue stent of the same size was used successfully through the same sheath. The other items had passed through the sheath without problems; therefore, the sheath should not have caused the issue. There was no report of injury to the patient. One non sterile sds palmaz blue 6.00mm x 2cm, 80 cm was received coiled inside a plastic bag. The shaft was observed accordioned at 78 cm from distal tip; length of accordioned area was approximately 10 mm. There was also a kink detected at 32 cm from distal end probably due to the way the unit was sent for analysis. Both marker bands were received. No residues were observed on the catheter. Insertion/withdrawal of complaint unit through a 5 fr catheter sheath introducer according to departmental form (B)(4) was performed and no resistance/friction was felt. No resistance was felt either when inserting a guidewire through the complaint unit. Customer complaints reported as body/shaft accordioned and cracked in patient were confirmed, the exact cause of failures could not be conclusively determined, procedural factors might have contributed to the failure as indicated in the event description. No actions will be taken for these failures. Complaint reported as guidewire lumen resistance/friction was not confirmed since insertion/withdrawal of complaint unit through a catheter sheath introducer was performed and no resistance was felt, no resistance was felt either when inserting a guidewire through the complaint unit. The measurement for proximal seal was within specification. Since the failure was not confirmed, no corrective actions will be taken. The complaints of accordioned and cracked were confirmed on analysis; however, the complaint of resistance/friction was not confirmed for neither the outer body nor the wire lumen. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the reported and confirmed events.

Manufacturer narrative:
The device is to be returned for evaluation, but has not been returned yet. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that during a celiac stenting procedure, the stent delivery system got caught and buckled on the sheath (brite tip 45 0r 55cm csi). The device struggled all the way through the sheath and had almost got to the end before withdrawing. It was removed from the sheath with resistance. When the product was removed it had accordioned and cracked. A savvy balloon was used pre and post stent getting stuck with no problems, a second palmaz blue stent of the same size was used successfully through the same sheath. The other items had passed through the sheath without problems; therefore, the sheath should not have caused the issue. The referring consultant had informed that the patient is doing very well.